Event description:
Bed in post-partum area of hospital. Two separate events; both times: mom holding baby, fell asleep while burping baby, baby slipped down to floor. Unit director & risk director examined bed. New hill-rom bed. Both times mom had upper half of bed siderails up. Upper siderails stop before crease of bed. Old bed covers approx 1/3 of area below crease of bed.